Event description:
It was reported that after the pocket had closed on the implantable cardioverter defibrillator (ICD) implant procedure, noise was oversensed on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed the noise was likely due to air bubbles and would dissipate as the air expelled and the fluid dried. The physician elected to continue to monitor and tachy therapy was programmed off. Subsequently, the device was checked and no noise was seen. This ICD system was reprogrammed and remains in service. No adverse patient effects were reported.